Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported at 1154 dexmedetomidine (400 mcg/100ml ) was programmed to infuse at a rate of 0.2mcg. At 1330 the rate was decreased to 0.1mcg. The device was alarming for ail(air in line) at 1600 and was noted by the rn that the entire100ml infused with in 4 hrs. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that dexmedetomidine was programmed to infuse at 4.8ml/ hr. The vtbi 100ml infused with in 4 hrs. There was no report of patient harm.

Manufacturer narrative:
Concomitant product(s): a 100ml hospira bag, dexmedetomidine, sodium chloride 0.9%; therapy date (B)(6) 2017. The customer¿s complaint that the dexmedetomidine infused faster than expected was not confirmed or replicated. The review of the error and event logs did not identify any programming anomalies. Testing performed found the device operating within specifications. Testing of the disposable set identified no leaks in the tubing or engagements. The root cause of the fluid infusing faster than expected was not identified.